Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the band was able to be deployed to the target site; however, it fell off from the varix after a few seconds. The procedure was completed using this device. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device noted residue was present, indicating use/ handling. An examination of the ligator head found that all 7 bands were deployed and not returned. The teeth were without issue. The suture was intact and still attached to the trip wire loop and the trip wire was properly secured in the handle assembly slot. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the band was able to be deployed to the target site; however, it fell off from the varix after a few seconds. The procedure was completed using this device. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of bands falling off varix. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.